Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Customer¿s reported problem, dso seal was verified by visual inspection. The cause is the dso seal. Replaced the dso seal to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device delaminated downstream occlusion seal, requires software upgrade. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.